Event description:
During a pacemaker procedure (off label use), the guide wire was advanced percutaneously into the left subclavian vein and into the coronary sinus. An easytrac guide catheter was then advanced over the guide wire and placed. The guide wire was then inadvertently removed from the system. They decided to use another guide wire and placed the new guide wire into the guide catheter when it was noted under fluoroscopy that the first guide wire had fractured and was still in the patient. The proximal end of the distal half of the guide wire was sticking outside of the guiding catheter, so it was retracted without difficulty. No patient injury was reported and the procedure was finished successfully.